Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. Additionally, the cannula appeared bent upon inspection. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure complaint could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.